Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ¿the gray/white hub broke off¿ was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of powerpicc t/l catheter. The depicted portion of the catheter included all three extension tubes and a portion of the catheter tubing. Needleless injection caps were attached to the red and white luer adapters. The grey luer adapter was detached from the extension tubing and was not visible in the photograph. The proximal end of the damaged extension tube exhibited deformation and discoloration. A non-bas slide clamp was fixed to the damaged tubing. The sample depicted in the provided photograph exhibited a broken off or detached grey luer adapter; however, inspection of that photograph was insufficient to identify the cause of that damage. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of recs2588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the gray/white hub broke off the PICC. Additional information requested but not provided. Additional information rec'd states: "placed under maximal sterile barrier precautions, placement confirmed via 3cg tps, no complications noted by rn placing line at the time of insertion. On the afternoon/evening of (B)(6) 2018, the bedside rn caring for the patient noted that the gray hub of the patient¿s triple-lumen PICC was missing. At that time, she clamped the catheter with the integrated clamp, added a second slider clamp, and wrapped the open end with silk tape. The PICC remained in situ, and the night rn consulted vat to evaluate the PICC in the morning. On assessment in the morning, the vat rn immediately discontinued the PICC. No immediate harm was identified, but the incident was reported to risk management."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ¿the gray/white hub broke off¿ was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of powerpicc t/l catheter. The depicted portion of the catheter included all three extension tubes and a portion of the catheter tubing. Needleless injection caps were attached to the red and white luer adapters. The grey luer adapter was detached from the extension tubing and was not visible in the photograph. The proximal end of the damaged extension tube exhibited deformation and discoloration. A non-bas slide clamp was fixed to the damaged tubing. The sample depicted in the provided photograph exhibited a broken off or detached grey luer adapter; however, inspection of that photograph was insufficient to identify the cause of that damage. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of recs2588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the gray/white hub broke off the PICC. Additional information requested but not provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were abundant throughout the sample. The grey luer adapter was completely detached from the extension tubing and was not returned for evaluation. Adhesive residue was observed around the extension tubing extending from the proximal tip. The tubing exhibited curved shape memory and deformation near the proximal end. The extension tubing was measured and found to be elongated. Tactile inspection of the sample revealed tensile weakness throughout the grey-luered extension tubing. Microscopic inspection of the sample confirmed curved shape memory and deformation of the grey-luered extension tubing. Inspection of the proximal edge of the tube revealed a manufactured end. The adhesive residue and manufactured proximal end demonstrated that the luer adapter had detached from the extension tubing. The elongation, tensile weakness, curved shape memory and deformation were indicative of repetitive exposure to tensile (pulling) stress. It appeared that the luer adapter was pulled while the device was secured in place. The extensive usage residue indicated that stress occurred during device use. Securement, access and maintenance techniques may have contributed to the observed damage. A lot history review (lhr) of recs2588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the gray/white hub broke off the PICC. On 9/11/18, additional information rec'd states: "placed under maximal sterile barrier precautions, placement confirmed via 3cg tps, no complications noted by rn placing line at the time of insertion. On the afternoon/evening of 8/14/18, the bedside rn caring for the patient noted that the gray hub of the patient¿s triple-lumen PICC was missing. At that time, she clamped the catheter with the integrated clamp, added a second slider clamp, and wrapped the open end with silk tape. The PICC remained in situ, and the night rn consulted vat to evaluate the PICC in the morning. On assessment in the morning, the vat rn immediately discontinued the PICC. No immediate harm was identified, but the incident was reported to risk management."